Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, there was a problem loading the device. The surgeon was able to press the green button and squeeze the handle , but the device stopped when making the first shot and went off, so the device did not fire. Another device was used to complete the case. There was no patient injury.